Event description:
During a corpectomy, the xrl cage was completely expanded then collapsed to reposition it. It was then expanded again and placement with a 10 to 15 degree bend was verified via fluoroscope. Everything looked ok on the fluoroscope shot. When the surgeon looked at the placement in the patient, the cage looked like it had buckled where the inner shaft of the cage meets the outer shaft. The surgeon tried to collapse the cage to remove it but could not due to the deformation. A high speed burr was used to cut it in half and the surgeon was then able to remove the cage and implanted another xrl cage without a problem. The surgery was prolonged about 15 to 20 minutes. Patient reportedly was not compromised and the outcome of the surgery was not altered. This report is #2 of 4 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records found the central body, medium synex radiolecent was made to the synthes drawing. The product conformed to all requirements.